Manufacturer narrative:
Battery pack sn (B)(4) has not been returned for eval. The reported problem (battery won't hold charge) has not been able to be confirmed. A supplemental report will be submitted upon receipt of the battery pack and completion of the device eval. No adverse event resulted as a result of the reportedly defective battery pack. The pt was issued a replacement battery pack.

Event description:
The nurse of an (B)(6) male pt called zoll customer support to report that the pt's battery pack would not charge. The pt was issued a replacement battery pack.